Event description:
(B)(6) home health rn reported pt's pump is giving a system timeout alarm. Rph advise home health rn that the internal lithium battery is dead and will need replaced. Home health rn dose have gravity supplies on hand so there will be no missed doses. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 50gm. Gamunex-c indication: myositis, unspecified; other inflammatory and immune myopathies, not elsewhere classified. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.